Event description:
It was reported the patient's ipg had flipped in the pocket. Although communication could be established between the ipg and the programmer, there was no communication with the patient's charging system. Follow-up identified the patient could charge the ipg at short intervals. The patient also stated she wanted to lose additional weight prior to undergoing surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.